Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report #: 1627487-2014-02399. It was reported the pt had a new lead added to his scs system on (B)(6) 2014 as he was not having enough coverage on the left side of his body. The pt is reportedly receiving effective stimulation and is satisfied with the coverage postoperatively.